Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported event of pain. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #14 for approximately 7 years. Complainant reported that the implant was removed due to pain. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. The following sections have been updated: d4: expiration date, UDI not applicable h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.